Event description:
It was reported that the threaded tip of the unitrax stem inserter shaft broke off, leaving the tip inside the threaded portion of the stem. Surgeon was unable to remove the broken shaft from the stem. The stem was implanted with broken tip in it.